Event description:
During a visit by clarity personnel in 2009, the neonatology dr reported that an infection broke out in the nicu. Upon further inquiry, it appears that the month prior, a total nicu patients were screened using the retcam. Two days prior to original date, some were reported as having an infection. At the time of the visit on original date, all of the patients (except two) had recovered. The two remaining patients were improving.

Manufacturer narrative:
Clarity medical systems inc. Has requested the return of the lens piece (eye contact portion of the device) for eval. Because of the fragile nature of the pt (most likely premature low-birth-weight infants), we consider the event a serious injury and reportable. The hosp has resumed screening of patients. No specific pt info was provided. The clarity distributor in other country has requested all inquiries in the matter be directed through them. Clarity believes that this is a hosp infection control issue. The retcam is a reusable device and proper hosp infection control procedures are required to prevent the spread of infection.